Event description:
It was reported that the patient experienced symptoms of a hematoma following a device implantation. Symptoms included difficulty in moving the legs. The cause was not determined by the surgeon. The patient underwent explant procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7091524, UDI: (B)(4).